Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 408 mg/dl. Customer sounded like slurring and slight bruising. Customer reported they did not feel okay to troubleshoot. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the bubbles in the tubing was present in the past. The insulin pump will not be returned for analysis and sensor will return for analysis.